Manufacturer narrative:
One catheter with attached monoject 1.0 cc limited volume syringe and non-edwards three-way stopcock attached at the proximal injectate hub was returned for evaluation. No visible damage or abnormality to the catheter body, balloon, or returned syringe was observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No error message was observed on vigilance ii monitor. The thermistor was submerged into a 37.0 c water bath and read 37.0 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of pressure measurement issue could not be confirmed during the analysis. The device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Complaint trending will be monitored to determine if additional actions are required. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that an inaccurate pulmonary artery pressure (pap) value was indicated during use. The catheter was exchanged and the problem was solved. The patient was not treated based on the incorrect value. It is unknown if an error message was observed. There was no occlusion, leakage or kink noted in the catheter. Patient demographic information requested but unavailable. There were no patient complications reported.